Manufacturer narrative:
(B)(4). Evaluation summary:the customer reported problem of "machine sounds" was confirmed during device evaluation as alarm f-66. The cause of failure code 66 was identified as a defective battery. Service replaced the battery to fix the problem. Should additional information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a malfunction of "machine sound". It is unknown when this condition occurred. There was no information concerning patient involvement, injury, or medical intervention in relation to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.